Event description:
It was reported that during routine device interrogation the emergency programmer button was inadvertently activated by the technician placing the patient in emergency pacing mode. This mode occurred for approximately thirty seconds and the patient was returned to previous settings. The patient reported feeling muscle pain and chest pain and feeling as if ¿large amounts of electricity¿ was given to the patient and further reported feeling ¿painful shocking¿. The patient also reporting concern about unknown injury to unborn twins. Additional information related to the patient condition and condition of the unborn twins has been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).